Event description:
Revision surgery - due to the pt having a right total hip arthroplasty on (B)(6) 1997, using a plus / encore. The pt had wear on the acetabular liner, normal wear for an implant this old. The surgeon revised the liner and put a new head on.

Manufacturer narrative:
The reason for this revision surgery was identified as instability after 16 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for revision. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the 2nd complaint for this product (1 device loosening, 1 wear/excessive wear), first for this lot. The root cause for the instability was most likely the normal wear as reported. There are no indications of a product or process issue affecting implant safety or effectiveness.